Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded far field r wave over sensing and retrograde on the right atrial channel. This only appeared to occur with the ventricular pacing. There was also an alert for low p wave value. False atrial tachy response episodes were stored. Reprogramming options were recommended. The pacemaker remains in service. No adverse patient effects were reported.